Event description:
Rayner intraocular lenses limited were notified of an event that occurred whilst using the t-flex aspheric 623t intraocular lens by the (B)(6) hospital. The healthcare facility has informed rayner intraocular lenses limited that upon insertion of the t-flex aspheric 623t into the eye that the haptic "snapped off". The t-flex aspheric 623t was explanted by the physician and a back-up lens of the same model and power was implanted without further complication.

Manufacturer narrative:
The event has been allocated the reference (B)(4) by rayner intraocular lenses limited. The physician informed rayner intraocular lenses limited that he was able to implant a back-up t-flex aspheric 623t +20.5/+4.5d intraocular lens in the same surgery session with no adverse effect to the pt. A review of production records for this batch confirms that all manufacturing and quality checks were satisfactory and that the lenses released from the t-flex aspheric 623t batch 070e12990 were all within specification. Complaints since 07/2010, the month of manufacture, were reviewed and we can confirm that no complaints of any type have been received against the t-flex aspheric 623t batch 070e12990. The t-flex aspheric 623t intraocular lens is not available in the united states of america. (B)(4).